Event description:
The customer reported that the activation button on the device fell off during a sigmoidectomy. Nothing fell into the cavity and a new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.